Event description:
The customer reported the infusion pump flow rate was initially set at 8ml/h and as the nurse entered the patient room the female patient was responsive but dizzy. The pump was checked and found the flow rate was at 300ml/h. The patient's physician was informed immediately and actions were initiated to help the patient. It is unclear if the change of the flow rate was caused by the pump or by the patient. The device history log was downloaded and reviewed. The log shows that the flow rate was changed from 8ml/h to 300ml/h after an occlusion alarm was triggered and the device was re-started, stopped and then switched off. After 30 minutes of the initial occlusion alarm the same sequence of event occured. Also, it was noted that 5 connection and disconnection of power supply occurred in a short period of time. Two power supply tests were performed with supervision and results passed and met specification.